Manufacturer narrative:
(B)(4). Additional information: patient's height was (B)(6). Initial reporter: ous phone number (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis and passed away coincident with therapy for peritoneal dialysis. Prior to death, the patient was hospitalized for peritonitis. The patient was treated for the peritonitis with unspecified antibiotics (dose, route and frequency not reported). The patient later passed away from cardiogenic failure. Therapy was discontinued prior to the patient passing away. The patient had not yet recovered from the peritonitis when they died. It was not reported if an autopsy was performed. No additional information is available at this time.